Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using three proglide devices after an unspecified procedure. Reportedly, cuff misses occurred with all three proglide devices. The method used to achieve hemostasis was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Device coding (B)(4) - failure to follow steps/instructions-femoral imaging was not performed. Evaluation summary: the device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using three proglide devices via a 6f after percutaneous coronary intervention. No femoral angiogram taken prior to proglide use at the access site. Reportedly, cuff misses occurred with all three proglide devices. A 7f sheath controlled bleeding until the effect of the heparin ended. An unspecified method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.